Event description:
It was reported that the patient would not have her vns generator replace as the battery was fine and not at end of service, or eos. The patient's surgery was to be a generator pocket revision and to suture the vns back into place. The operative report from the patient's previous vns surgery was received by the manufacturer and reviewed. It was noted that the patient's generator was secured using a 2-0 silk suture deep inside the pocket. There were no reported complications.

Event description:
The patient underwent vns generator pocket revision surgery.

Event description:
It was reported that the patient had a possible vns generator migration. The patient's generator was implanted near her armpit, and it was stated that when she bent forward, the generator came forward as if it was not secured. It was reported that x-rays were to be performed. Clinic notes were later received indicating that the patient was referred for generator replacement. More clinic notes were received containing the results report from the x-rays. There was no assessment provided on the possible migration. The clinic notes indicated that the patient had pain on the vns battery side. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Event problem cds, corrected data: initial report inadvertently listed (B)(4) instead of (B)(4).